Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. The actual sample was visually checked for appearance. The ptfe coating had been peeled off in the area approximately from 75 mm to 255 mm from the distal end. A kink was found at approximately 65 mm from the distal end. Magnifying inspection of the peeling area found that peeling was caused from the proximal side to the distal side and in the other direction. No peeling or other abnormalities were observed in the areas other than the above-mentioned. The undamaged ptfe coating was removed from the core wire to evaluate the state of the adhesion of the ptfe coating to the core wire. Magnifying inspection confirmed it was equivalent to that of the current sample and there was no lifted or gapped section in the ptfe coating. The appearance of the kinked part (at approximately 65mm from the distal end) was checked with a magnifier. It was confirmed that there was no scratches or other anomalies that could lead to the kink. The outer diameter of the actual sample was measured as follows and confirmed to be within the factory's control standards. No dimensional anomaly was observed. Outer diameter of the urethane-coated section: approximately 0.591 mm. Outer diameter of the distal area of the ptfe-coated section: approximately 0.603. Outer diameter of the proximal area of the ptfe-coated section: approximately 0.568 mm. Simulation test: the following simulation tests were conducted in the past. Peeling of ptfe coating-1: a test sample was pulled in the proximal direction while a metal plate (1 mm in thickness) was put against the ptfe coating surface. As a result, peeling of ptfe coating occurred from the proximal to distal direction. When the test sample was pushed in the distal direction under the same condition, the ptfe coating was peeled from distal to proximal direction. Based on the results of this simulation test and the fact that the peeling of ptfe coating of the actual sample had occurred in both directions, it was inferred that the actual sample was pulled and pushed while it was in the state of having been in contact with some hard object pressed against it, resulting in the peeling of ptfe coating. Peeling of ptfe coating-2: a test sample was inserted in an endoscope and the forceps elevator was in the lifted-up position, and then the test sample was pushed and pulled. As a result, the peeling of ptfe coating occurred. Kink in the distal section: the distal section of a test sample was exposed to an excessive bending load as shown in the picture below. As a result, a kink occurred in the distal section. IFU states: inserting the instrument into the endotherapy accessory 3 connect a syringe filled with physiological saline to the wire clip and depress the syringe's plunger. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It was likely that the peeling of ptfe coating: the actual sample might have been subjected to pulling and pushing manipulation pushed while it was in the state of having been in contact with a hard object pressed against it, resulting in the peeling of ptfe coating. Kink in the distal section: the distal section of the actual sample might have been exposed to an excessive bending load, resulting in the kink in the distal section; however, it was not possible to clarify when it occurred. The product undergoes 100% visual inspection in the manufacturing process before inserted into the holder tube. A product with a defect like that observed on the actual sample is supposed to be detectable in this inspection. Based on the manufacturing records and the results of interviews with workers, it was confirmed that no products with such an external anomaly like the actual sample have been detected. Therefore, it is presumed that some kind of external load might have been applied to the actual sample after that and before use. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that pre-treatment, during pre-use inspection of the single use guidewire, it was found that the coating had peeled off. The patient was not harmed. The procedure outcome was not reported.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Name - requested, not provided. Health professional- requested, not provided. Occupation- requested, not provided. Device manufacturer date - unknown due to unknown lot number. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Review of manufacturing records and product-release judgement records of the april-2021 lot (14k) confirmed there was no indication of anomaly in them. (B)(4).